Event description:
A vague report was received that a 6201 pump was involved in an over delivery of a heparin solution to a pt in december. No specific info was received. No medical or surgical intervention was reported.